Event description:
It was reported that pt rep reported that the wireless recharger battery indicator lights were continuously scrolling and wr wouldn't power on or off. During call wr was hard reset off on and off dock. The green light was coming onto the dock. The cause of the issue was unknown, patient rep said when wr was done being used they always docked the wr. Troubleshooting didn't resolve the issue. Ps emailed repair to send replacement wr to patient. No symptoms reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The analysis of product ID wr9200 lot# (serial# (B)(6) revealed that "led's scroll continuously < (>&<)> device is unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.